Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. It was also noted that the left ventricular lead had high thresholds. The lead remains in use and was connected to the new device. No patient complications have been reported as a result of this event.